Event description:
It is reported that during surgery in 2007, the surgeon tried to insert a 20 degree liner, but it did not fit to the shell. The surgeon tried to 10 degree liner, but it also did not fit. The surgeon cut away the polar boss on the 20 degree liner, so it would fit into the shell, and implanted it.

Manufacturer narrative:
Evaluation: the 20 degree liner and shell were implanted. Only the 10 degree liner from second insertion attempt was returned for review. Device does not exhibit any significant damage, including the polar boss. Liner meets dimensional specification where measured. Device history records indicate MFR to specification.